Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: the inside of the light guide lens was dirty. It is likely physical stress was applied to the distal end/insertion section, which resulted in broken fibers that appeared as dirt inside the light guide lens. Event 2: foreign material adhered to the bending section cover. It is likely foreign material remained on the device since the user could not complete reprocessing due to the discovered leak. Even if reprocessing was conducted properly, foreign material may not have been removed due to physical damage on the bending section cover adhesive. Both events can be detected by handling the device in accordance with the following instructions for use (IFU): operation manual: "3.2 inspection of the endoscope: inspection of the endoscope"\ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the inside of light guide lens was dirty and the adhesive on the bending section cover had foreign material. In addition to the reportable malfunction, the following were noted: the scope cover was deformed; the air/water-cylinder, suction cylinder, and the universal cord had discoloration; switch 1 had a pinhole and was damaged; the color ring had a crack; due to deformation of the suction connector, a pinhole on the connecting tube, and damage on the channel tube, water tightness was lost; due to the burn on light guide lens, illumination was uneven; the light guide -bundle had breakage; the objective lens had a scratch; the light guide lens had a crack; the electrical connector was dirty due to water leakage; due to a crack on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii small intestinal videoscope was leaky. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the inside of light guide lens was dirty and the adhesive on the bending section cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.